Manufacturer narrative:
Additional information: the patient had stable angina. The vessel was quite calcified. In trying to retrieve the dislodged stent, wire position was lost and the rca shutdown and inferior stemi ensued. An attempt was made to place a wire and balloon inside the stent and inflate balloon distal to the lesion, but the stent would not move. The vessel could not be rewired. The balloon was removed. The stent remains in the ostium. It was decided to transfer the patient for urgent CABG, because the hospital had no onsite surgery. There were several delays related to the ambulance and which hospital the patient was to go to. The patient was moved to another facility after 5 hours. The patient was in shock with a mostly completed infarct, and CABG was felt to be high risk and unlikely to benefit so the patient went onto ECMO. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. The stent did not dislodge in the radial artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two still images were received from the account. The first image captures the procedural guide catheter at the ostium of the rca. The blood flow appears to be restricted in the proximal rca; however the reason for this restriction cannot be determined. The second image captures the rca with blood flow restored. The dislodged stent is not visible in the images.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the mid right coronary artery (rca). The target lesion was reported to be moderately tortuous, mildly calcified with 70% stenosis. No abnormalities were reported in relation to anatomy. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues found. The stent appeared to be intact. Negative prep was not performed. It was reported that stent dislodgement occurred during delivery to the lesion. An attempt to place a wire and balloon inside the stent and inflate balloon distal to the lesion but the stent would not move. The stent was stuck in the patient's artery. The balloon was removed. The stent remains in the ostium. The lesion was pre-dilated. The device did not pass through a previously deployed stent. The device was not kinked or re-straightened during use. Resistance was encountered when advancing the device but excessive force was not used during delivery. The patient was moved to another facility and suffered stemi but is stable.

Manufacturer narrative:
Evaluation summary: contrast was visible throughout the distal shaft. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The guidewire lumen patency was verified with a 0.015 inch mandrel. No deformation was evident at the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the physician used a 2.5mm balloon which was reported to have gone fine through the proximal part of the artery as only the mid lesion was going to be stented but then the stent became difficult to pass through. The distal lesion was ffr and this was the reason for wanting to stent this section. The physician attempted to deploy the stent via the radial artery but it was too painful for the patient and was unsuccessful. It was taken out and inserted in the guide via the femoral artery and this is where the stent became caught in the proximal part of the rca and the stent became dislodged, and it was unable to be retrieved. The patient was moved to another facility after 3 hours and suffered stemi but later died. It was reported that the patient did have large st elevation as the rca was blocked. Image review: four still images were received from the account. Image number 1- cag of the rca with the lesion site visible. Image number 2 captures balloon inflation in the mid vessel lesion. Image number 3 captures the dislodged stent at the ostium of the rca. Image number 4 appears to capture the dislodged stent at the ostium of the rca following attempts to position a guidewire and balloon inside the stent. Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.